Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open intestinal resection procedure, the two halves not join and lock into place as usual at the hinge pin, and the device was difficult or unable to close. The surgeon then used another recharge to resolve the issue in order to complete the case. There was no patient injury.